Manufacturer narrative:
Intuitive surgical received the permanent cautery spatula instrument associated with this report and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The clevis exhibited a mechanical indentation and burrs. The known common cause of the indentation and burrs is mishandling/misuse. Other cables at the wrist were not damaged. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, a cable of the permanent cautery spatula instrument broke. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.